Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tubing leakage at site event on (B)(6) 2024. The blood glucose level was over 500 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.